Manufacturer narrative:
Concomitant medical products: product ID: 479888 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have been inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation with rapid ventricular response that the device classified as ventricular fibrillation. The crt-d remains in use. No further patient complications have been reported as a result of this event.